Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿operator error or mandrel lack of identification / misidentification". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had received 3 different sizes of catheters in bever female hydrophilic catheter and magic3 go intermittent catheter. The patient stated that they were not able to use them because some catheters were too big for them to insert and some were too long. The representative was unable to recommend the patient to reach out to the doctor. It was stated that the patient was going to give the catheters to doctor on their next appointment. It was noted that the patient had been using the products for less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had received 3 different sizes of catheters in bever female hydrophilic catheter and magic3 go intermittent catheter. The patient stated that they could not be able to use them because some catheters were too big for them to insert and some were too long. The representative was unable to recommend the patient to reach out to the doctor. It was stated that the patient was going to give the catheters to doctor on their next appointment. It was noted that the patient had been using the products for less than 90 days.